Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (add/replace gel messages) has been confirmed. Upon eval, the yellow pulse wire within the distribution node was not connected. The cause for the disconnected pulse wire cannot be positively determined but was likely the result of cold solders. The belt recognized that the gel fire circuit was open, thus advising the pt to add gel. No adverse event resulted from the open connection. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support that he is receiving messages to add gel. He reported that no gel was deployed prior to the messages. A subsequent review of the pt's download showed no arrhythmia alarms or gel release, but "add or replace gel messages". The pt was issued a replacement electrode belt.